Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a lesion in the lower extremity distal anterior tibial artery. A ht command guide wire was advanced; however, was noted to be separated at the end of the procedure while in the dorsalis pedis artery. The proximal portion of the guide wire was simply removed while the separated distal portion remained in the patient. An unspecified method was used in attempt to retrieve the distal separated portion; however, was unsuccessful. The lesion was ultimately treated. After three weeks on (B)(6) 2015, the patient is in good condition with good healing results. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.